Event description:
(B) (4) this spontaneous case, reported by a consumer, concerns a (B) (6) male patient of unknown origin. Medical history included diabetes mellitus for (B) (6) years (since 1968). Concomitant medications were not reported. The patient received 50 % insulin lispro solution and 50 % insulin lispro protamine suspension (humalog mix 50) cartridge via reusable pen (humapen memoir), 26 iu in the morning and 22 iu in the evening, for the treatment of diabetes. Start date was not reported. On (B) (6) 2010, he thought that he did not get enough insulin from his reusable pen. He took his insulin as normal in the morning, played tennis, and he felt very thirsty when he got back. He took his evening dose of 50 % insulin lispro solution and 50 % insulin lispro protamine suspension earlier that night. At night he felt very bad and started to vomit. On (B) (6) 2010, he took his insulin as normal in the morning; he got gradually worse and had to go to the hospital in an ambulance. It was reported ketoacidosis and hyperglycemia (no results or reference values were provided). These events were considered serious due to hospitalization. No corrective treatment was reported. It was unknown if he recovered from feeling bad and incorrect dose administered. He recovered from the other events. It was reported the patient was hospitalised for a period of seven days. Treatment with 50 % insulin lispro solution and 50 % insulin lispro protamine suspension was continued. This case was associated with product complaint (B) (4). The patient operated the pen, and his training status was not reported. The general device duration was not reported. The duration of use and status of the suspect device was not reported. It was reported the patient would bring the pen and the insulin to the hospital but it was unknown if the humapen memoir and insulin will be sent to the company. Update 10-feb-2010: product complaint numbers added.

Manufacturer narrative:
(B)(4). This report includes final evaluation findings. No additional information is expected.evaluation summary: the actual complaint device was returned for investigation. The device batch 0902c01, was manufactured in february 2009. The device was tested and met specifications for dose accuracy and glide force. No malfunction identified.there is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, concerns a (B)(6) male patient of unknown origin. Medical history included diabetes mellitus for 42 years. Concomitant medications were not reported. The patient took 50 % insulin lispro solution and 50 % insulin lispro protamine suspension (humalog mix 50) cartridge via reusable pen humapen memoir (lot 0902c01), 26 iu in the morning and 22 iu in the evening, for the treatment of diabetes. Start date was not reported. On (B)(6)-2010, he thought that he did not get enough insulin from his reusable pen. He took his insulin as normal in the morning, played tennis, and he felt very thirsty when he got back. He took his evening dose of 50 % insulin lispro solution and 50 % insulin lispro protamine suspension earlier that night. At night he felt very bad and started to vomit. On (B)(6)-2010, he took his insulin as normal in the morning; he got gradually worse and had to go to the hospital in an ambulance. It was reported ketoacidosis and hyperglycemia (no results or reference values were provided). These events were considered serious due to hospitalization. No corrective treatment was reported. It was unknown if he recovered from feeling bad and incorrect dose administered. He recovered from the other events. It was reported the patient was hospitalised for a period of seven days. On an unknown date in (B)(6)-2010, after the patient's hospitalisation the patient also experienced a thrombosis in his leg, this was considered serious for medically significant reason. The physician mentioned that this could have been due to the immobilisation during his hospital stay. Treatment with 50 % insulin lispro solution and 50 % insulin lispro protamine suspension was continued. This case was associated with product complaint numbers 1180116 and 1180117. The patient operated the pen, and his training status was not reported. The general device duration was not reported. The duration of use and status of the suspect device was not reported. It was reported the patient would bring the pen and the insulin to the hospital but it was unknown if the humapen memoir and insulin will be sent to the company. If device is returned, evaluation will be performed to determine if a malfunction has occurred. (B)(4) update 24-feb-2010: additional information received from initial reporter on 16-feb-2010. Added serious event of thrombosis and non serious event of immobilisation during hospitalisation. Fields and narrative updated. Update 01-mar-2010; additional information received 26-feb-2010; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; changed malfunction from unknown to no and added pen lot number and `refer to results/conclusions section' to narrative.